Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 352.115; lot: 2046701; manufacturing site: bettlach; supplier: p. Rieger werkzeugfabrik ag; release to warehouse date: december 13, 2002 due to the age of more than 16 years of the complained device, a wear or use related root cause is the most likely reason of the complained malfunction. Visual inspection: the received synream reamer head ø11.5 is broken into two pieces. In addition, the instrument is in a very used condition with worn out cutting edges, which is an indication of regular use throughout its 16-year lifespan. Summary the complaint condition is confirmed as the reamer head is broken. This production lot was manufactured in december 2002. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact age is unknown; patient was reported as in his 50¿s. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during an open reduction internal fixation (orif) for a patient with tibia diaphysis fracture including a piece of third fracture, the tip of the unknown 11.5 reamer head broke off. Initially, the surgeon was planning to use a 10 mm nail. As the surgeon made an incision around the proximal end of the bone, he started reaming the bone using an reamer heads with a trauma recon system (trs) tool. The surgeon first used a reamer head with 8.5mm, then, used one with 9.5mm, then used one with 10mm, then, 10.5 mm, then, used with 11mm. While the surgeon was reaming the bone using the 11mm reamer head, the surgeon heard a sound that the reamer head contacted the cortical bone. However, since the bone quality was good, the surgeon decided to use a reamer head with 11.5 mm. While the surgeon was reaming the bone around the fracture site using the reamer head with 11.5mm, the trs tool stopped working as the entire power lost torque with an unusual sound as if a metallic material broke. The surgeon stopped reaming and checked the image intensifier and it was observed that the tip of the reamer head was broken. The broken piece was successfully removed from the fracture site through the incision made for reduction and the remaining reamer together with the reaming rod with ball was removed using an universal t-handle and an slide hammer. The procedure was completed with a surgical delay of thirty (30) minutes. There was no adverse consequence to the patient. Patient and procedure outcome were unknown. Concomitant device reported: nail (part/lot unknown, quantity 1), reamer (part/lot unknown, quantity 1) and reaming rod (part/lot unknown, quantity 1). This report is for a 11.5mm reamer head. This is report 1 of 1 for (B)(4).